Manufacturer narrative:
A steris service technician inspected the system 1e and observed one to two inches of standing water in the processor's drip pan. The technician also noted that the hose of the processing tray present in the processor was torn. The damaged tray was disposed of and a new tray was placed into service; no further issue shave been reported. Investigation by the user facility staff concluded that the bacterial growth found in the drip pan did not result in any pt injury. The steris service technician observed that the user facility personnel were not performing daily cleaning of the drip pan as instructed in the operator manual. The technician performed in-service training on 4/15/2014 on the proper use and operation of the system 1e.

Event description:
The user facility reported they found water in the drip pain of a system 1e unit which was cultured and found to contain pseudomonas, bacteria commonly found in water and soi.